Manufacturer narrative:
H6: patient codes (ime/annex e): e2403 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they are awaiting a formal radiology report but x-ray appears to confirm there were no fragments left from previous sns implantation. Healthcare professional (hcp) further stated that there was clearly some interaction between the MRI scanner and the sns device. As it stands they can¿t see anything where the recommended mr safety conditions were not adhered to or where they were exceeded. Hcp mentioned that of the 3 hazards the MRI presents: the static magnetic field, rf, and imaging gradient fields, given this is a heating event, the latter two merit further investigation. It may be possible that either or both of the rf and imaging gradients have contributed. The fact the sns lead is close to a resonant wavelength may be a factor to investigate in particular in regards to rf heating. Also the fact that several sequences were ran before the dwi sequence, with the high gradient mode dwi sequence leading to the heating event, may indicate a contribution to heating from the imaging gradient. Furthermore, the anatomy being imaged was close to scanner isocentre and the centre of the imaging fov may have contributed. Patient is currently undergoing treatment for the burn. This does appear to be resolving.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2u9rl product type lead product ID 978b128 lot# va2 u9rl product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they were referring to the event log, as it only seems to have recorded a 1 day period. The time on the devices are often not correct to the local time. They don't see anything on the log attachment which goes beyond the date of the MRI.

Event description:
Additional information was received. The lead position in the sacrum was unchanged from the time of insertion, the battery was in an acceptable position. Rep has looked at the mdt data report that was recently received but it did not include impedance information.- an impedance check was within normal limits and so I do not think we have a note of the actual values. Patient has been able to find a program that is providing therapy but the effect is slightly reduced compared to previous as she is having to catheterise once per day now. There was no recent weight that hcp can find but patient is probably still around that weight. Hcp stated that all they can comment about the stimulation caused redness is that patient had never raised this as an issue since getting new implant and lead in (B)(6) 2024. Hcp stated all of the programs electrode configurations have remained the same. Moreover, hcp stated that regarding the question about the fov. The fov can vary sequence to sequence but they believe for the offending diffusion sequence the fov was lr 380mm x ap 380mm x si 128mm as per the details of the dwi. Hcp was not certain on cause but noted that the lead length would be a concern for rf at ~28cm, however, the fact the event occurred during a dwi which implicated more that imaging gradients. The nature of the burn at both ends of the device would less likely to be a result of unintended stimulation (which might be expected at 1 end of a lead) and point more to an rf induced heating burn and perhaps also implicating gradient heating at the battery end. Per patient summary of event, they also stated that two burn like patches, one on buttock, one at cleft of bottom. Yellow fluid now oozing from same which treatment was provided. Patient indication for use was non-obstructive urinary retention.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2u9rl, implanted: (B)(6) 2024, product type: lead. Product ID 978b128, lot# va2u9rl, implanted: (B)(6) 2024, product type: lead. This is a correction for report submitted on 2025-dec-12. Section b5 has been updated and h6 codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was again reported, patient for magnetic resonance imaging (MRI) scan with interstim x sacral nerve stimulator. Device set to MRI mode prior to scanning and visualised to be in MRI mode by both radiographer and patient. Full body MRI eligible. Patient positioned in 1.5t siemens aera scanner feet first supine with 2 body matrix coils. Patient height and weight entered. Timer started as scan time limit of 30mins. Adnexal MRI protocol ran in cp mode - normal mode. Patient instructed to press alarm if any issues. Check in with patient no issues. Immediately during diffusion sequence patient pressed alarm. Felt sensation of numbness in thigh. Scan aborted. Considered may be stimulation from dwi sequence. Patient brought out of scan room. MRI physics contacted for advice. Upon visual examination of the patient, it was noted to have a red mark over the device on the right side (buttock) as well as a central red mark in the sacral region. This was concerning for an radio frequency (rf) burn. Other testing and xrays done, and there were no visible lead migration. No residual lead fragments are in the patient from previous surgery. The cause was not determined. It was unknown what the contributing factors were. The device was reported to have been placed in MRI mode. In a clinic review on 20th october, there was significant redness/ damaged skin around the battery and lead site. The patient has had to change programs on their handset, to see if one of these will continue to provide sns therapy for them. The program which they had been on, ahead of the MRI scan, was no longer working for their sns therapy. Investigation has started to determine the cause of incident.

Manufacturer narrative:
This is a correction for report submitted on 2025-dec-18. Section h6 codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there were five sequences performed prior with no issues, each sequence was se1 localiser sar: 0.045 ; b1+rms : 0.59ut; ta: 20s. Time start: 15:16:52, se2, t2 tse sag, sar: 1.21; b1+rms: 2.97ut; ta: 160s (2mins 40s) time start: 15:21:01, se3, t2 tse tra lfov 4mm, sar: 1.44; b1+rms: 3.53ut; ta: 131s (2mins 11s) time start: 15:25:26, se4, t2 tse obl sfov1 symph to sacrum, sar: 1.19; b1+rms: 2.97ut; ta 160s (2mins 40s): 15:31:38, se 5 t2 tse obl sfov2 perp to line, sar: 1.19 ; b1+rms: 2.97ut; ta: 160s (2mins 40s): 15:35:16. This last one se6 dwi ? ~20s before the scan was stopped. Nb, b1+rms from similar/same protocol but from different patient was 1.66ut. No dicom header is available as no images for the diffusion scan were obtained as the scan was stopped. Therefore, regarding time in the scanner, was ~ 20mins prior to diffusion imaging starting, with active scanning time of ~ 11mins. Again, this 6th sequence ran for ~20s before patient pressed the buzzer and the scan was stopped with the patient initially reporting pain down patient's right leg and then shortly after feeling heating around the both the generator site and lead tip. The patient had been in the scan for ~ 20mins prior the diffusion scan starting, with ~ 11mins of this being active imaging time. The patient was not covered by a blanket during the scan, just the MRI receive coils. During the scan, the patient was positioned as feet first supine. Patient positioned centrally on the couch, within the bore of the magnet. Arms by patient side. The scan parameters were used were relevant for the diffusion MRI sequence which is the sequence which prompted the patient to press the buzzer to halt the scan. As the scan was stopped there was no imaging data and therefore, no b1+rms value for the stopped scan. The patient did have a previous sns device but clinical notes say this was completely explanted. Hcp may seek to get a further x-ray to review whether any fragments are present to further verify this. The device was placed in MRI mode, as patient was adamant the device be switched to MRI mode as they can sense when it is off and on. This was in agreement with the radiographers recollection of events too. The hcp further reported that the scan was performed on a siemens aera 1.5t MRI system. The interstim x and lead for the patient was mr conditional. They were scanning the pelvic area (so below c7) using the body transmit coil and two body receive array with a spine receive array. They scanned in MRI normal mode to limit whole body sar to 2w/kg, the b1+rms wasalso reviewed to ensure it was less than 4ut. The patient was reviewed clinically at an injury assessment unit in the hours after the event. They also reviewed at a &e over the weekend following the event. There were no further imaging tests done, though they have asked for a set of orthogonal x-rays to be done to confirm that the previous device and lead has been fully explanted (as the previous clin ical notes have stated) to rule this out as a contributing factor. They haven¿t asked the patient for photos but both radiographer testimony and clinical assessment indicate two distinct areas of redness observed on right buttock and cleft of bottom. Hcp's radiology colleagues have been in regular contact with the patient following the event. Patient was grateful for the follow-up and aftercare the staff are providing. The area of concern does seem to be improving slowly following the treatment that was given. There was contrast administered to the patient during the scan. Manufacturer representative (rep) have seen the patient and patient was recovering well, although there is still inflammation around the wire and battery site. The patient is to have an xray to determine if there has been any movement to the implanted system.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2u9rl, product type lead product ID 978b128 lot# va2u9rl, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model 978b128, serial/lot #: (B)(6), ubd: 2025-06-20, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the investigation is ongoing with the u.s. Engineers and they have been in touch with the hcps directly to discuss things further. When asked the steps that were/will be taken the rep indicated that the "neuromodulation and pelvic health technical services teams are handling this." The issue was reported as not yet being resolved and no cause was determined yet.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that while 5 MRI sequences were acquired without incident, on the 6th sequence (the diffusion weighted MRI scan), after approximately 20s the patient pressed the staff call button to complain of heating. On removal from the scanner, the skin looked visibly red and patient was in some pain and discomfort. The patient was sent to injury assessment and sent home, though it was noted on patient records it also appears they attended the ed at the rah on sat 4th october.